Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient reported her cgm displayed 44 mg/dl, she performed a bg but the glucometer displayed high, indicating her bg was over 500 mg/dl. Emergency medical services (ems) was called, the patient was treated with glucose by ems based upon her cgm and as she was 'out of it'. It was not confirmed if she lost consciousness or was disoriented. Upon arrival to the hospital, the patient¿s cgm remained at 44 mg/dl but her bg was over 800 mg/dl. She was admitted to the intensive care unit (ICU) and treated with IV potassium and IV insulin. The patient was discharged the following day. At the time of the report, the patient was doing fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.